Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issues were caused by the faulty power supply unit and the faulty spare lamp. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The main lamp was not igniting due to a defective power supply. In addition, neither the main lamp nor spare lamp would ignite, the spare lamp was not igniting due to a defect spare lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus senior field service engineer found that the visera xenon light source main lamp did not ignite but the spare lamp worked. The event occurred during maintenance. There was no procedural involvement, therefore, no patient harm associated with this event.